Manufacturer narrative:
Concomitant medical products: ddmb2d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing on stored electrograms (egm). It was also reported that the patient reported hearing beeping from their implantable pulse generator (ipg). The ipg and lead remain in use. No patient complications have been reported as a result of this event.